Event description:
It was reported that the patient used a 2moon16a disposable foley catheter for urinary catheterization before the operation on february 16, and the catheter was retained after the operation. When the catheter was planned to be removed on february 17, it was found that the catheter had slipped out of the patient body. The balloon had ruptured, polluting the quilt, and the quilt was replaced. Per additional information via email from ibc on 22mar2023, there were no missing pieces of the balloon left in patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have later allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient used a 2moon16a disposable foley catheter for urinary catheterization before the operation on (B)(6), and the catheter was retained after the operation. When the catheter was planned to be removed on (B)(6), it was found that the catheter had slipped out of the patient body. The balloon had ruptured, polluting the quilt, and the quilt was replaced. Per additional information via email from ibc on 22mar2023, there were no missing pieces of the balloon left in patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.